Manufacturer narrative:
Complaint conclusion: as reported by the (B)(6) smart pms for sfa study, the patient felt numb and (B)(6) restenosis was found approximately 14 months following the index procedure. Percutaneous peripheral intervention (ppi) was performed and the patient recovered three days later. The patient had a 7x150mm smart stent implanted in the middle of the left superficial femoral artery without any issue at the time of the index procedure. The rate of stenosis was (B)(6). The patient¿s admitting diagnosis was numbness. Non-target lesion stenosis in the superficial femoral artery (sfa) was found the day of the index procedure. A stent was placed as treatment. The patient¿s medical treatment is unknown. There was no possibility of dissection. No distal disease was left untreated. Healthy-to-healthy-tissue was covered by the stent. It is unknown if the patient was compliant with antiplatelet therapy. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from (B)(6) to (B)(6) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4). Initial reporter phone = (B)(6).

Event description:
As reported by the (B)(6) for study, the patient felt numb and restenosis was found approximately a year and a half following the index procedure. Percutaneous peripheral intervention (ppi) was performed and the patient recovered three days later. The patient had a 7x150mm smart stent implanted in the middle of the left superficial femoral artery without any issue at the time of the index procedure. The rate of stenosis was 100%.

Manufacturer narrative:
Addendum (28-jan-2015): additional information was provided by the affiliate. The restenosis of the study stent was found approximately 14 months post-index procedure. The rate of restenosis was 100%. Percutaneous peripheral intervention was performed as treatment. The patient recovered. The patient¿s admitting diagnosis was numbness. Non-target lesion stenosis in the superficial femoral artery (sfa) was found the day of the index procedure. A stent was placed as treatment. The patient¿s medical treatment is unknown. There was no possibility of dissection. No distal disease was left untreated. Healthy-to-healthy-tissue was covered by the stent. It is unknown if the patient was compliant with antiplatelet therapy. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.